Manufacturer narrative:
Fco (B)(4) fco (B)(4) fco (B)(4)

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that discharging or transferring a patient causes a reboot. There was no patient incident.